Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, the reported tissue injury appears to be related to procedural conditions. The reported patient effect of tissue injury is listed in the instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report tissue damage and migration. It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3+. The mitral valve had a restricted posterior leaflet. One clip was deployed on the mitral valve medial of a2/p2. To further reduce mr, a second clip was inserted. However, transesophageal echocardiogram (tee) showed a small perforation on the posterior leaflet directly above the clip arm of the implanted clip, causing the angle of the clip to slightly change. Although the angle slightly changed, the clip was noted to be stable on both leaflets. The second clip was deployed on the mitral valve, reducing mr to a grade of <1. There was no clinically significant delay in the procedure. No additional information was provided.